Manufacturer narrative:
G3 initial awareness date was 6/8/26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of mhra reference (B)(4). The current complaint database has been researched for this event and there were no findings. The report was found to be written against device, 7-900-230, hyfrecator 2000 230 volts ac - 50/60 hz electrosurgical unit. The report stated, "while healthcare professionals were using the hyfrecator during dermatology minor operations, there was a small flash fire. The healthcare professionals were also using chlorhexidine at the time of the events but were all following strict guidelines regarding drying times and observing for pooling." The report also stated that "the patient in the first incident was advised to attend a;e for treatment to a burn." Further coding made by the reporter states (e2403) no clinical signs, symptoms or conditions and health impact is listed as (f28) appropriate health impact term/code not available. Further assessment found that this patient did not receive any injury, burn or medical treatment/hospitalization. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.